Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ultralink) read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of 186mg/dl with the subject meter and unknown results on another device, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.